Event description:
Explant due to severe aortic insufficiency. A 46 year old male with medical history of aortic insufficiency, marfan's horner's syndrome, cerebral vascular accident in 1995, and mitral valve prolapse underwent an extended aortic root replacement using a 26mm aortic homograft on 5/8/1995. On 3/15/1998, pt had valve explanted due to regurgitation and alleged endocarditis.